Event description:
Customer called about triage meter plus, stating that there was a burning smell in the meter and would not function properly. Customer unplugged meter, let smell dissipate and was going to do a power reset, but the battery compartment was "sealed shut." Meter would not turn on. Although no injury occurred, there is a potential ignition risk.

Manufacturer narrative:
Meter was returned for power failure. Customer said, they smelled burning and battery compartment would not open. Investigation found the battery compartment to be hard to open and once open, found major battery corrosion and exploded batteries. Area was cleaned as well as it could be and new batteries were tried. Power would not turn on with new batteries or known good power supply. It appears the power failure was caused by bad batteries that exploded. Customer might not have changed them in a long time, and they just went bad inside the meter.